Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer leaned over and accidently applied pressure to the pump touch screen and the touch screen became shattered. Additionally, the pump touch screen had lines on the pump touch screen and customer was unable to navigate through the pump menu. Customer's blood glucose was 119 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.